Event description:
On (B)(6) 2017, pt underwent t4-t9 fusion, posterior segmental instrumentation with allograft bone graft and t7-t9 laminectomy. At end of procedure, a small hemovac drain was placed in the wound prior to closing fascia and subdermal layer. On (B)(6) 2017, the drain was removed. There was slight resistance, an audible pop, and the drain slid out without further resistance. It was noted the drain tore, and a small fragment was retained.